Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. The capsule was found in the back of the patient's mouth when removing the delivery system. There was no harm was caused to the patient, but a repeat procedure was necessary. No intervention was required. There was nothing unusual reported about the patient or procedure that may have led to the event. An endoscopy was performed prior to bravo procedure and esophagus appeared to be normal. No other known adverse events were reported.